Event description:
It was reported that there was a gradual increase in the thresholds of both the atrial and ventricular leads to unacceptable levels. The leads were repositioned and are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.